Event description:
It was reported there was a patient alert tone, and device interrogation found a por (power on reset) had occurred. Wireless telemetry was no longer available. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis determined that a transient high current condition occurred in the voltage vdd supply, resulting in a momentary decrease in the vdd voltage supply. When this happens, the glitch detection circuit generates a reset pulse to the microprocessor and a power on reset occurs.

Manufacturer narrative:
Product event summary: further analysis was done on the device. The pal (product analysis laboratory) analysis found the device to be functional with nominal current drain when powered with an external supply. No electrical failures were noted. No anomalies along the perimeter of the scsp were observed during optical inspection after removing all the surrounding components.